Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 550 mg/dl at the time of incident and the current blood glucose of the patient was 334 mg/dl. Customer experienced symptoms such as nausea, a little on the warm side. Customer was treated with insulin pump and flex pen. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was using in and out of auto mode. The customer was treated with insulin pump. Customer reported they does not allege pump was under delivering. The insulin pump will not be returned for analysis.